Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not complete capture management threshold testing, and shows an abort on the programmer during an interrogation due to competing rhythm. The patient was noted to have many premature ventricular contractions. The ICD remains implanted. No patient complications were reported as a result of this event.